Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath plus¿ IV catheter broke. The following information was provided by the initial reporter: "catheter tube is broken or rolled down."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 10-aug-2022. H6: investigation summary: one sample with open packaging was received by our quality team for evaluation. The sample was subjected to visual inspection to check for catheter tip peelback. No peelback or damage was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd angiocath plus¿ IV catheter broke. The following information was provided by the initial reporter: "catheter tube is broken or roll down."